Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device alerted for charge circuit timeout. Because of the patient's age and her status as a do not resuscitate (dnr), the decision was made not to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for excessive charge time. A transmission was received indicating the device had low voltage. Two days later the device returned to normal elective replacement indicator (eri). The device remains in use and no patient complications have been reported as a result of this event.